Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plunger cracked and broke off the bd syringe with the luer-lok¿ tip during use. The following information was provided by the initial reporter: "during use of syringe to deflate foley catheter bulb and remove, the syringe being used broke - the plunger cracked off of the plunger."

Manufacturer narrative:
Investigation: one photo, one physical loose 10ml syringe sample and two top web samples from batch #8158780 (p/n 302995) and 7058756 (p/n 309604) were received and evaluated. The syringe was observed to have a broken plunger rod. The stopper was in the bottom out position and the plunger rod was broken at the crown right behind the stopper. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the broken plunger rod defect is associated with the assembly process.

Event description:
It was reported that the plunger cracked and broke off the bd syringe with the luer-lok¿ tip during use. The following information was provided by the initial reporter: "during use of syringe to deflate foley catheter bulb and remove, the syringe being used broke - the plunger cracked off of the plunger."